Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the foot control assembly revealed strain relief was broken, set point switch cover missing and signs of rust/corrosion on the foot control assembly. The controller revealed a few minor scratches on the exterior of the returned controller. There were no physical or cosmetic anomalies observed on the returned concomitant flow valve and cable. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller show any kind of failures. The returned concomitant foot control, flow valve and cable associated with this complaint event performed as intended and exhibited no functionality issues during the testing process. All of the ablation and coag voltage output readings were within specified ranges when the subject controller was tested. The complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. Factors which can lead to controller not working include: (1) a power surge or power interruption to the subject controller or (2) using an improper power cord or improper extension cord, or a loose power connection. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Device evaluated by the manufacturer. (B)(4).

Event description:
The device is not working properly. The procedure was completed using a competitive device.